Event description:
At follow-up, low impedance and poor sensing were observed. It was decided to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the analysis of the lead did not reveal any device condition that would have contributed to the reported event. Functional testing revealed normal lead characteristics. The electrical characteristics of the lead were found to be normal. Lead impedance was measured and was normal.